Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification after the user filled the cartridge with 300 ml of insulin during load sequence. The issue happened in the past, therefore no troubleshooting was performed.